Event description:
It was reported that during a heavily tortuous and heavily calcified circumflex artery stenting procedure, it was noted that the patient's anatomy was unique. The patient had an anatomical anomaly where the circumflex artery branched off of the right coronary artery. The ostium to the circumflex artery was very tight, but wires and balloons were able to get into the circumflex artery. A 2.25x28mm xience xpedition stent delivery system (sds) could not cross through the tight ostium, so it was removed and the ostium and lesion were re-ballooned. The 2.25x28mm sds was re-introduced into the anatomy, but again failed to cross the lesion. Removal was difficult as the sds was sticking to the whisper wire. The sds was eventually removed and the wire continued to be used in the procedure without issue. A 2.50x08mm xience xpedition sds was attempted to be placed, but also failed to cross the lesion. The sds was removed without issue. A non-abbott 3.0x18mm sds was successfully deployed. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Re-inserted into the anatomy. The device has been returned for evaluation. The evaluation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the guide wire were unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.